Event description:
Foreign body reaction. This patient with a history of cerebral palsy, had a recent surgery for colon resection with terminal ileum. Seprafilm was placed in the peritoneal cavity. Patient was hospitalized in 2002 due to a small bowel obstruction, after several days of abdominal pain and fever. During the exploratory laparotomy, the patient was noted to have a miliary type pattern, primary peritonitis. Multiple white nodules and debris were observed throughout the small intestine in a fibroconnective network from one ligament of treitz all the way to the stoma. No adhesions were observed in the abdominal cavity, the anterior abdominal wall or any loops of the bowel. Dense miliary type pattern adhesions were noted from the gallbladder which involved all of the small intestine. Multiple biopsies and cultures were taken. The previous ileostomy had flattened out and was revised. There was no evidence of abscess or inflation. The pathology report of the peritoneal specimen revealed fibrosis, reactive changes, and evidence of old hemorrahage with prominence of foreign body giant cell granulomatous reaction, focal amorphous extracellular mucin-like material and polarizable foreign material some of which included suture material. Chronic inflammation was also noted. The pathologist indicated that the combination of the foreign body reaction and the mucin-like material are suggestive of a reaction to seprafilm. However, additional immunohistochemical staining performed included alcian blue staining, without and with hyaluronidase, and this shows the areas of mucin-like material to be postive with the alcian blue stain before and after hyaluronidase digestion, such that hyaluronic acid component is not suggested.